Event description:
Infection at injection site; purulent abscesses at injection site; facial scars. Information was rec'd on 10/22/2007 from a physician via a distributor regarding a female pt who was treated with hylaform fineline a month before. According to the physician, hylaform fineline "had been consigned out of 48 hrs and the ice pack was no more refrigerate". A week after hylaform fineline was injected, the pt contacted the physician and stated that hylaform fineline had generated an infection in all the treated sites which cause purulent abscesses. The pt referred to first aid and then went to a surgeon who cut the abscesses causing scars and disfiguration on her face. The reporting physician assessed the adverse events as probably related to hylaform fineline treatment. Additional info was rec'd on 10/25/2007 in the form of the qa investigation results. Review of data did not indicate trends that could be associated to any product complaint.